Event description:
(B)(4). Since the essure was implanted the following side effects have occurred: cramping, sharp/stabbing pelvic pain, abnormal menses, ovarian cysts, discharge (no odor), hot flashes, night sweats, loss of libido, painful periods, painful intercourse, frequent urination, chronic pelvic pain, severe bloating, metallic taste in mouth, heartburn, bowel issues, headaches or migraines, dizziness, tingling sensations, nerve pain anxiety/panic attacks, mood swings, depression (sadness/suicidal thoughts), ringing in ears (tinnitus), numbness/tingling in extremities (hands/feet), unexplained/easily bruising, cysts, boils, acne, skin irritation/itching, swelling of legs or feet, hair growth in new places, insomnia, weight issues (gain), unexplained fevers, swelling of leg.

Event description:
#Medwatcher #followup1 #FDA mw5062298 #(B)(4). I had a total laparoscopic hysterectomy with bilateral salpingectomy on (B)(6) 2016 to remove the essure devices.